Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was reportedly implanted on (B)(6) 2017. Upon interrogation on (B)(6) 2017, the time to rrt (recommended replacement time) was displayed as ¿higher than 6 years¿, which was suspected to be shorter than the actual battery longevity considering that the battery impedance was 0.29 kohms.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was reportedly implanted on (B)(6) 2017. Upon interrogation on (B)(6) 2017, the time to rrt (recommended replacement time) was displayed as ¿higher than 6 years¿, which was suspected to be shorter than the actual battery longevity considering that the battery impedance was 0.29 kohms.